Event description:
Ous MDR - it was reported that approx. 75 months after the implantation the impedance could not be measured. The lead could not be completely explanted. Only the proximal part was returned for analysis. During the revision the ICD was also exchanged.

Manufacturer narrative:
A fragment of the lead complained about and the ICD were returned and underwent a thorough analysis. The lead had been cut through 12.5 cm distal of the is-1 connector pin. Only the proximal part of the lead was available for analysis. The returned fragment was examined visually, mechanically, and electrically. Aside from the existing cut through the lead, no damages were found. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The ICD first underwent a status interrogation. The device status was mol2, 185 charge processes had been registered. The memory content of the ICD was analyzed. The analysis of the available iegms showed interference signals in the ventricular channel. The signal sensing of the device was then tested, which proved to be free of noise. The ICD senses supplied signals free of interference. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. The manufacturing process of these devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. There was no indication of a material defect or manufacturing error. In summary, the clinical observation could be confirmed during the analysis of the device memory data of the ICD. Interference signals in the ventricular channel were detected in the available iegms. However, the ICD proved to be fully functional. The lead fragment did not show any abnormalities. There were no indications of a material defect or manufacturing error of these devices.